Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced. No defect found most likely underlying root cause: mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 12-jul-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 195, 185, 191 and 212mg/dl. The customer¿s expected am fasting blood glucose test result range is 72-110mg/dl (customer stated that 72 mg/dl is not a number she would be concerned about); expected evening and bedtime fasting blood glucose test result is 150mg/dl. The customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 167mg/dl using true metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/16/2022 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).